Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced a major injection on (B)(6) 2025. Blood cultures were positive for a methicillin-resistant staphylococcus aureus (mrsa) infection in the mediastinum. Drug therapy was performed. The device was considered to probably be related as mrsa was also found at the penetration site. The patient was admitted to the hospital on (B)(6) 2023 and discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced a major injection on (B)(6) 2025. Blood cultures were positive for a methicillin-resistant staphylococcus aureus (mrsa) infection in the mediastinum. The patient was noted to have experienced a 38°c fever and chills due to the infection. Drug therapy (vancomycin) was prescribed to treated the event. The device was considered to probably be related as mrsa was also found at the penetration site. After the patients blood cultures were confirmed to be negative, the vancomycin was continued for another 4 weeks until (B)(6) 2024, at which point to patient was switched to oral administration of a sulfamethoxazole-trimethoprim (st) combination, and the infection was noted to come under control. The patient was admitted to the hospital on (B)(6) 2023 and discharged on (B)(6) 2024. It was noted that the site was considering an early heart transplant using a marginal donor, under controlled infection status, as vad removal was not possible. The patient remained on the heart transplant waiting list.